Manufacturer narrative:
(B)(4). The device has been received and evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a secondary infusion was started at 5:02 pm, rate 250 ml/hr, vtbi 400ml. At 7:51 pm, the secondary bag was still full and the device was infusing at the primary rate of 65 ml/hr. The user reported the issue to biomed that the infusion pulled from the primary bag instead of the secondary bag. There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided.